Event description:
It was reported that the burr was entrapped on the guidewire. The target lesion was located in the severely calcified left main trunk of the left anterior descending artery (lad). A 2.00mm rotapro and rotawire drive were selected for use. During the procedure, the rotawire was inserted in the lad peripheral and ablation was performed several times at the maximum of 180,000rpm. Upon withdrawal, the burr was noted to be stuck in the wire, and the devices were removed as one unit. When the wire was pulled out from the wire lumen of the rotapro, it could not be successfully removed, and usage was ceased. The procedure was completed with another of the same device. There were no complications reported and the patient was good post procedure.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The rotawire used in the procedure was returned within the rotapro device. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device did not identify any damages or defects. During functional testing, the returned rotawire was able to be removed with resistance but was not able to be reinserted into the rotapro device due to a kink in the rotawire. In order to determine the functionality of the rotapro device, a test rotawire was used. During analysis, the test rotawire was able to be fully inserted and removed from the returned rotapro device with no resistance or issues. Product analysis confirmed the reported events, as the returned rotawire was kinked and could not be reinserted into the returned rotapro device.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the burr was entrapped on the guidewire. The target lesion was located in the severely calcified left main trunk of the left anterior descending artery (lad). A 2.00mm rotapro and rotawire drive were selected for use. During the procedure, the rotawire was inserted in the lad peripheral and ablation was performed several times at the maximum of 180,000rpm. Upon withdrawal, the burr was noted to be stuck in the wire, and the devices were removed as one unit. When the wire was pulled out from the wire lumen of the rotapro, it could not be successfully removed and usage was ceased. The procedure was completed with another of the same device. There were no complications reported and the patient was good post procedure.